Event description:
Pt on bed alarm, bed alarm did not sound. Pt fell and required additional monitoring.health professional's impression:checked by clinical engineering, found to have poor ele`ctrical contact with battery.